Manufacturer narrative:
The device was received for evaluation. A review of the event history log did not identify any issues that contributed to the reported issue. During functional testing, the reported event of device not charging was reproduced. Upon inspection, the ac power adapter male connector could not be plugged into the power wiring harness female connector of the device. A good wiring harness was installed and was able to connect the ac power adapter and charge properly. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a defective power wiring harness which was replaced to resolve the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump was not charging. This was observed during testing in the biomed service department. There was no patient involvement. No additional information is available.